Event description:
Revision surgery - due to the pt dislocating a thicker poly liner and, a larger glenosphere needed to be placed to prevent further issues. No component failure was present.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 2.25 months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr 21041 showed 1 part (part number: 508-36-101) with an oversized feature, the part was accepted with the justification "the deviation is .0001" over tolerance. There is a sliding contact between the glenoid head and the socket insert, so the .0001" deviation will not cause a mechanical interference." A review of the product complaint report history showed this is the first complaint for this lot. The root cause for the patients dislocation was most likely the patients instability as reported. There are no indications of a product or process issue affecting implant safety or effectiveness.